Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery and a confirmed e70 alarm noted in the alarm history screen; unable to perform excessive no delivery test and occlusion test due to motor error alarms. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump stopped working. Customer was reloading the reservoir and when he went to prime, he received a motor error alarm after fixed prime. Customer also reported a motor position encoder error alarm. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.